Event description:
During a call for an unrelated alarm the nurse mentioned that patient was in the hospital with peritonitis. On an unreported date the reporter contacted baxter technical services (bts) concerning a service alarm on the home choice device (hc). At the time of the call, the reporter stated that the patient was crampy and felt empty. The reporter further stated that the patient experienced peritonitis and the drain solution was cloudy, subsequently the patient was hospitalized. A follow-up call was received by a baxter representative, which stated that the patient indicated that he felt weak, had a low blood pressure and felt that something else was going on. No further information was provided. On (B)(6) 2012, (B)(4) contacted the facility and spoke with the peritoneal dialysis (pd) nurse regarding this patient. The nurse reported that the patient was diagnosed on (B)(6) 2012 with peritonitis. The patient had an exit site infection associated with this event. The patient was admitted to the hospital the same day and was discharged on (B)(6) 2012. The patient was treated with antibiotics and is recovering. The patient remains on pd therapy. The nurse reported that the cause of the peritonitis was touch contamination by the patient and not caused by the therapy or any of baxter's products no further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because the nurse confirmed the patient made a touch contamination, which is a use error that can cause peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.